Manufacturer narrative:
A review of the complaint/ufr data indicates that the blanket was leaking. Initial evaluation of the csz 875 blanket (kool-kit (cat #82950)) revealed material separation only. Additional failure analysis was unable to confirm a leak in the blanket. Csz is further investigating the material separation for the root cause and possible follow up actions. As soon as the investigation is completed, a supplemental MDR will be submitted to the FDA.

Event description:
Event desc: cooling blanket was used to provide hypothermia therapy. Water circulate through a cooling blanket at a set temperature to cool the pt. The blanket is not working correctly. The baby may become overheated or over cooled. Temperature control is crucial to the therapy. The blanket leaked water all over the bed and pt. The blanket was changed out and therapy was interrupted. No obvious items noted that contributed to the leak. The original intended procedure was for hypothermia therapy for 72 hours.